Manufacturer narrative:
Device evaluation: one (1) opened patient interface was received within original packaging, confirming the reported lot number. A visual inspection was performed on the returned product. Residue consistent with that of a product that has been used on a patient was observed on the lens. Furthermore, debris was found on the lens, yet how and when it was introduced cannot be determined. The reported event was confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: due to the opened condition of the product return, how and when the debris was introduced cannot be determined. Therefore, product deficiency and malfunction are not confirmed. As per complaint investigation results, the reported event was confirmed. However, as there was no patient impact reported, no relationship between the device and adverse event was identified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report.  All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the cone of the patient interface which touched the patient's right (od) eye. The procedure was completed successfully by switching out the patient interface. There was no patient injury or surgical intervention required.